Event description:
Event description cpi received information that the patient had fallen down. Afterward a drop in lead impedance was noted and several failure-to-reconfirm episodes were noted in the implantable cardioverter defibrillator (ICD) memory. The physician suspected a possible lead issue so an invasive procedure was performed. It was found that the rate sensing portion of the transvenous defibrillation lead was fractured.